Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported there was a blood leak at the start of treatment. The machine did not alarm. The blood flow rate was 450; dialysate flow rate was 800. The leak was visible inside the dialyzer and the arterial dialysate (drain) line. No damage was noted to the dialyzer. The patient lost a circuit of blood and was asymptomatic, did not require medical intervention, and was fine. Sample was discarded.